Event description:
It was reported that during preparation for use, the packaging of 9 devices would not open correctly and disintegrated into several pieces. It was further reported that there was no patient involvement, no delay and there were no adverse consequences as a result of this event.

Manufacturer narrative:
It was visually confirmed that the packaging material was brittle. The label for this device has a symbol indicating "sterile only if package is unopened and undamaged". An alternative packaging material has since been implemented to address this issue.